Event description:
The physician believed that the high impedance was due to both the patient's growth and the patient manipulating the lead. The patient may have the device explanted or just left off, but no surgery has occurred to date.

Event description:
It was reported that a patient had high impedance. The patient had also experienced an increase in seizures over the past month. The physician did not know if the increase in seizures was above the patient's pre-vns seizure frequency baseline. The physician believed that the growth of the patient is the cause of the high impedance/lead break. The physician programmed the patient's device off on (B)(6) 2015 due to the high impedance and referred the patient for surgery. However, the facility's epilepsy coordinator reported, contradictory to the physician's report, that the reason for the high impedance was due to patient manipulation of the lead. Attempts for clarification on the cause of the high impedance was unsuccessful to date. No surgical intervention has occurred to date.